Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 82 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.